Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubble anomaly on the reservoir. The blood glucose at the time of the incident was 101 mg/dl. The customer states they have been experiencing multiple air bubble occurrences. The customer states the reservoir was not rewound in place. The customer states there were not any leaks. Troubleshooting was not completed because the customer had changed the set and reservoir prior to the call and did not want to change them again.